Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2017-35352. A revision procedure was performed following implant due to high impedance. During the procedure, the lead could not be disconnected from the header of the device. The system was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.